Manufacturer narrative:
A complete analysis of the product was performed. The following were noted during a physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. Cracked case is confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the cracked pump case. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1712kl was requested, and the customer's response was that the device would be returned.